Event description:
The pt reported the device system was removed due to infection. The hcp confirmed the pt's symptoms included drainage, pain and incisional wound opening. The primary locations of the infection were the device pocket and the lead track. Cultures were obtained from the superior retroauricular incision and found entero bacteria (gram negative organisms). The pt was treated with oral antibiotics and total device system explant. The infection resolved. Refer to medwatch report# 3004209178-2007-00853 and 6000153-2007-01391.